Event description:
Customer reported to beckman coulter, inc. (Bec) that there was fluid on the floor underneath the unicel dxc 800 synchron system. Customer reported that they successfully diked and absorbed the leaking fluid with absorbent towels. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found an occluded line #15 causing an overflow at the electrolyte injection cup and the waste tube. The fse cleared the occlusion.

Manufacturer narrative:
(B)(4).